Event description:
The disposable perforator was used to drill four holes in the pt's cranium. The first two holes drilled properly. However, the dura was nicked in the drilling of the third hole and the fourth hole was incomplete. When attached to the midas legend handle, disengaged late. There is concern that the clutch did not adequately catch.